Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events.

Event description:
Aryana a, morkoch s, o'neill pg, et al. Acute procedural and cryoballoon characteristics from cryoablation of atrial fibrillation using the first- and second-generation cryoballoon: a retrospective comparative study with follow-up outcomes. J. Intervent. Card. Electrophysiol. 2014;41(2):177-186. The source literature reported the following complications for patients treated with the arctic front advance (second generation cryoballoon) catheter: -1 patient developed persistent gastroparesis following catheter ablation eventually leading to formation of a bezoar. He ultimately required esophagogastroduodenoscopy 5 weeks postablation. His symptoms eventually resolved over the ensuing 2 months. -32 patients experienced phrenic nerve palsy, one of these was classified as a persistent phrenic nerve palsy. -3 patients experienced pericardial effusion/cardiac tamponade. -1 patient experienced hemorrhage requiring blood transfusion. -1 patient had a myocardial infarction. -1 patient had a pseudoaneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.